Event description:
It was reported that during to a stenting treatment procedure, stent dislodgement occurred. The severely calcified target lesion was located in the mid circumflex (cx) artery. The physician attempted to access the lesion with the 3.0x16mm promus element stent but was unable to access the lesion. The physician withdrew the device and it was noted that the stent slid off the balloon. The patient was taken to surgery to remove the dislodged stent, surgery was successful, patient is ''doing well'' and was discharged 12 days post procedure.

Event description:
It was reported that during to a stenting treatment procedure, stent dislodgement occurred. The severely calcified target lesion was located in the mid circumflex (cx) artery. The physician attempted to access the lesion with the 3.0x16mm promus element stent but was unable to access the lesion. The physician withdrew the device and it was noted that the stent slid off the balloon. The patient was taken to surgery to remove the dislodged stent, surgery was successful, patient is "doing well" and was discharged 12 days post procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent delivery system (sds) was returned to the complaint investigation site without the stent attached. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. There was evidence of solidified blood between the balloon folds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).